Event description:
It was reported that the implantable pulse generator (ipg) 'only took one action/measurement when it was intended to take two'. The issue was resolved. The ipg remains in use. No patient complications have been reported as a result of this event. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.